Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis was performed on the returned device. The failure to cycle was confirmed. The unintended system motion cannot be confirmed as this is related to case conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Reportedly, the device was used even though the plunger was displaced. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: do not use the perclose¿ prostyle¿ smcr system if the packaging or sterile barrier has been previously opened or damaged or if the components appear to be damaged¿. The IFU violation cannot be confirmed as contributing to the reported difficulties. Based on the reported information and the observations from the returned device analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. It is likely the plunger was inadvertently pulled back, (caught by a glove). When this occurred the posterior needle tip and / or the anterior needle may have moved inducing the failure to cycle. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 2017 - use after damage. H6: medical device problem codes 1142 and 2017 added.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using the pre-close technique via a small-bore sheath hole prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, the plunger popped up while advancing the device. The sutures of 2 new prostyle devices were successfully pre-placed. The sheath was upsized to a large-bore and the aaa procedure was completed. Hemostasis was achieved with the pre-placed sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed report, the following additional information was received: after the plunger popped up while advancing the device over the guidewire, the physician still attempted to deploy the device; however, a cuff miss occurred. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using the pre-close technique via a small-bore sheath hole prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, the plunger popped up while advancing the device. The sutures of 2 new prostyle devices were successfully pre-placed. The sheath was upsized to a large-bore and the aaa procedure was completed. Hemostasis was achieved with the pre-placed sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.